Manufacturer narrative:
H.6. Investigation summary bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. H3 other text : see section h.10.

Event description:
It was reported that prior to use it was discovered that the tubes were defective with an unspecified bd abg tubes. The following information was provided by the initial reporter, translated from chinese to english: before use, the customer found 1ea abg has material deformation issue.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. "The following is a possible lot# that was reported to be involved, however, we do not show this is a bd lot#: medical device lot #: 9925747, medical device expiration date: unknown, device manufacture date: unknown. " initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use it was discovered that the tubes were defective with an unspecified bd abg tubes. The following information was provided by the initial reporter, translated from chinese to english: before use, the customer found 1ea abg has material deformation issue.